Event description:
It was reported that "on 2007, while in the ER someone file a false claim against pt having degenerative back disk disease pt end up having back surgery. During surgery, she was given 9 doses of reglan and 11 doses of optimark. Pt was released with a back brace, was unable to walk or talk right. Currently have nerve damage, chronic pain, and kidney issue. Medical report stated pt was a very fine specimen and is chief responsible for pt admissions and for pt outcome after back study. Medical report also stated surgery might not uphold a legal charge. Pt is seeking direction for testing in regards to bmp 2 and immune system damage."

Event description:
It was reported that the patient underwent an unspecified procedure done using rhbmp-2/acs on (B)(6) 2007. She requested information on the side-effects of using rhbmp-2/acs and the "repercussions for her child because ... She needs to find the right doctors to help him." The patient stated she received one a device in 2007, without consent, as being part of a case study before it was FDA approved and then due to certain qualifcations found out she "didn't fit the bill." The patient now claims to have degenerative disc disease "from the bottom of her spine to the top of her neck." The patient added that her "child became pre-term when everything was looking okay" and currently her child has a "compromised immune system that nobody seems to be able to fix." No additional information has been provided. It was reported that on (B)(6) 2007 the patient called 911 because of a disturbance near her home, several drunk guys fighting. She alleges she was "falsely" detained by the police for several hours- they called animal control to take her dog because they said she could not take care of it. She went to a holding cell at the jail. During the "detainment" she said she was walking and just fell on her face. Reports that when she woke up she was being beaten violently by the police and was "tased." She alleges she actually "died". But the ambulance was able to revive her. The patient reports that the hospital admitted her and the surgeries were done while she was shackled to the bed. She reportedly did not sign a consent- she reportedly has a note saying her neck was broke and she had thoracic injuries. The patient reports a cervical veterbropasty and a lumbar fusion were performed. Infuse was implanted using an lt cage. Patient could not provide any details as to the levels or surgical intervention. Patient stated that she also had thoracic injuries that were treated. Patient reported that she was in a special "wing" she stated it was a wing similar to another hospital where "patients were secretly kept and [devices] were put into their body against their will." She reports that she was given a false name to hide the fact that she was an experiment. Post-op, the patient is having complications. She has difficulty talking and breathing difficulty, reports she has nerve damage, and has degenerative disc disease from her neck to tail bone. Lost 2 1/2 nches in height after surgery "as a result of the infuse". The patient feels her dna was compromised and altered because of the infuse, and is concerned for her son who has immune problems and was pre-mature with disabilities- she reports she got pregnant two years post-op . The patient said she was yelling because "she could not hear- another complication she had from the infuse used in her body against her will."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.